Event description:
The user facility reported that prior to a patient procedure the touch panel stopped working and the screen went black on the monitor to their hexavue integration system. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber optic transmitter and receiver were not operating properly. The technician replaced the transmitter and receiver, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.